Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, post deployment of a 26mm sapien xt valve a left main trunk (lmt) stenosis was observed and 2 stents were implanted. A bulky calcification was observed to be moving towards the lmt during bav, so a guidewire was inserted to the lmt to protect it. When a 26mm sapien xt was crossed the native annulus, the blood pressure (bp) gradually decreased to around 90/40mmhg. Following implantation the xt valve position was 60:40 aortic/ventricular. The ECG showed st depression in v3 and v5. Asynergy in lmt area was observed and hypotension continued. Aortography (aog) showed lmt stenosis. Intravascular ultrasound (ivus) was performed for left coronary artery and revealed stenosis in lmt. At that time echo showed improvement of cardiac motion and the patient¿s hemodynamics started to be stabilized. Two stents were placed in the left coronary artery (lca). By ivus and aog, patency of coronary artery was confirmed. Aog was performed again and trivial paravalvular leak was noted and the procedure was finished.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10 mm for a 23 mm valve and less than 11 mm for a 26 mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, it appears that the post deployment lmt stenosis of the valve may have been caused by patient factors (bulky leaflet calcification). Pci was performed and coronary flow was restored. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.